Event description:
It was reported that the tips of the jaw assembly were broken, but retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tips of the jaw assembly were broken, but retrieved.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. However, scratches were seen on the insulation. The unit passed the insulation scan test. Visual inspection confirmed that nothing physically broke off the handle. The probable root causes could be user misuse, improper handling during sterilization, and/or normal wear. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.